Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the infusion set line was inconclusive since the damaged sample was apparently not returned. Six 20g x ¾¿ winged infusion sets were returned for investigation. Five were received in sealed pouches. One was received without its packaging, but appeared to be unused. No residue was observed on the sample and the dust cap was attached to the luer hub. It was reported that infusion was stopped and the infusion set removed, which indicates that the product was used. A functional test revealed no breaches in the infusion sets that were returned for investigation. Since the problem could not be reproduced and since the damaged sample was apparently not returned for investigation, the complaint was inconclusive. A lot history review (lhr) of recs1177 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs1177) have been reported from the same facility in the (B)(6).

Event description:
It was reported that the infusion set was fractured. The infusion was stopped and the infusion set was removed. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1177 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs1177) have been reported from the same facility in (B)(6). Device has not yet been returned for evaluation.

Event description:
It was reported that the infusion set was fractured. The infusion was stopped and the infusion set was removed. No reported patient injury.